Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer¿ sst" blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "dr. Thinks that there is something different in the makeup of the stopper because they push back off the needle now. Itll fly back off the needle. Sometimes well send it through a centrifuge and it gets hot and get stuck in there. Its almost like [the stopper is] made up of a different rubber. Almost like the rubber is too thick. The rubber is sticky. Received first container of these specific tubes 1-2 months ago. Come in a pack of 100 and it is happening to all tubes. Incident start date: unknown " additional information received 2/22/2021: "spoke with dr. (B)(6) on friday (B)(6) 2021 6:00pm. He said he would like to see more space on the labels to be able to enter more of their information. In addition to the label suggestion, he also stated that the stopper on bd vacutainer tube 367981 seems to be working different from what he is used to. When accessing a vein, he said the tube is popping off of the needle and he has to push it back on and hold it. He also said the stopper seems to be stickier or maybe slightly larger than what it used to be because it doesn't go into the centrifuge or holders as easily as it used to. The product being use is bd vacutainer tube 367981 lot number 0122306.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation (material #367981, lot #0122306). Therefore, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push-off as all samples met specifications. An additional 47 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sticky stoppers as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "dr. Thinks that there is something different in the makeup of the stopper because ¿they push back off the needle now. It¿ll fly back off the needle.¿ sometimes we¿ll ¿send it through a centrifuge and it gets hot and get stuck in there. It¿s almost like [the stopper is] made up of a different rubber. Almost like the rubber is too thick. The rubber is sticky.¿ received first container of these specific tubes 1-2 months ago. Come in a pack of 100 and it is happening to all tubes. Incident start date: unknown " additional information received 2/22/2021: "spoke with dr. (B)(6) on friday (B)(6) 2021 6:00pm. He said he would like to see more space on the labels to be able to enter more of their information. In addition to the label suggestion, he also stated that the stopper on bd vacutainer tube 367981 seems to be working different from what he is used to. When accessing a vein, he said the tube is popping off of the needle and he has to push it back on and hold it. He also said the stopper seems to be stickier or maybe slightly larger than what it used to be because it doesn't go into the centrifuge or holders as easily as it used to. The product being used is bd vacutainer tube 367981 lot number 0122306.